Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: "increased sensitivity, pain, stiffness, rupture and grade 3 contracture," rupture, and desire for diagnostic testing over concern for the product.

Event description:
Healthcare professional reported left side "increase sensitivity on left breast pain and stiffness," "grade 3 contracture" and "it was detected that there was a rupture on left implant." Healthcare professional additionally reported concern with the product. Device has been explanted.

Event description:
Healthcare professional reported left side "increase sensitivity on left breast pain and stiffness," "grade 3 contracture" and "it was detected that there was a rupture on left implant." Healthcare professional additionally reported concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and others, red particles on the shell, underweight and missing (25-50%). A visual and microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp opening on posterior assessed as an unidentified (tear) opening and a missing shell assessed as inconclusive.